Event description:
(B)(4) healthcare received the included information. The device(s) in question was not manufactured nor imported by (B)(4) healthcare, per section 803.22 (8) (2) we are submitting the following information. We are forwarding this information for further evaluation and processing. The manufacturer, caremed, of the device involved in the attached incident was notified by (B)(4) on march 6, 2017. Patient fell out of bed. No injuries listed. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).